Manufacturer narrative:
The swan ganz catheter involved in this case was received by our product evaluation laboratory for a full evaluation. During visual inspection balloon was found ruptured at the central area. The balloon edges did not match at the ruptured region. All through lumens were patent without any leakage or occlusion. No other visible damage or abnormality was observed from catheter body and returned syringe. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. As part of the manufacturing process there are controls to avoid potential causes related to the reported issue, such as balloon inflation inspections. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during testing, the balloon of this swan-ganz catheter leaked and could not be inflated. There was no allegation of patient injury. The device was received for evaluation and the balloon was found ruptured at the central area, balloon edges did not match.